Event description:
Customer reported that the screen on the insulin pump is severely damaged and he is unable to read the display. Customer was interested in purchasing a different type of insulin pump and would get back in contact to confirm and verify the current device information. Blood glucose value is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.